Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00089. (B)(6). The device was manufactured april 19 - 22, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused during infusion. The reporter stated that the device completed infusion in 20 hours instead of the expected 48 hours. The device had been filled with 3500mg fluorouracil in 115ml of unspecified diluent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.